Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
During a clinical trial sponsored by biosense webster, inc., it was reported that a (B)(6) female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, the patient developed a cardiac tamponade. Patient required extended hospitalization as a result of the adverse event. Issue resolved without sequelae. Principal investigator assessed this event as severe, serious, unlikely investigational device-related, and definitely index procedure-related. Since this adverse event required medical/surgical intervention or prolonged hospitalization to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
On (B)(6) 2018, a discrepancy was noticed in the initial MDR related to this event. Patient age at the time of event was incorrectly reported as (B)(6). Has now been corrected from (B)(6) years old to (B)(6) years old.

Manufacturer narrative:
On 6/29/2018, biosense webster became aware that an unspecified medication was administrated during the event. (B)(4).

Manufacturer narrative:
On 3/19/2019, additional information related to the cardiac tamponade event were received. It was reported that the principle investigator reassessed the relationship of the cardiac tamponade to the investigational device as not related. This has been changed from ¿unlikely¿ investigational device-related. On 3/19/2019, additional information was received also received indicating that an event of ¿laceration¿ has been reassessed by the principle investigator as ¿definitely¿ index procedure related. On post-procedure day 1, the patient developed liver laceration. An unspecified medication was administered. The patient required laparoscopy surgery. Extended hospitalization was required. Issue resolved without sequelae. Principal investigator assessed the event as severe, serious, unrelated to the investigational device and definitely index procedure related. On (B)(6) 2019, clarification was received that the laceration reported was observed in the left lobe of the liver it is believed that the liver laceration was related to access from the procedure (technique used by the physician) and not related to the device. (B)(4). Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On 4/9/2019, bwi received additional information indicating the previously reported liver laceration has been reassessed by the principle investigator as unrelated to the device and procedure. As such, this event is no longer considered MDR reportable for biosense webster inc. (B)(4). This complaint remains as MDR-reportable for the reported ¿cardiac tamponade¿ manufacturer¿s ref # (B)(4).